Event description:
Customer reported she experienced low blood glucose of 27 mg/dl, treated with IV and orange juice. Customer was experiencing low blood glucose event for 30 minutes. Paramedics treated at customer's home. Customer thinks low was due to stress. Customer declined troubleshooting. The device support cap was reported as normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.